Event description:
Hosp emergency room personnel responded to a pt, condition not reported. According to the reporter, when the electrodes were applied to the pt to administer external pacing, the electrodes would not adhere to the pt's skin. Another set was opened and used successfully. No adverse affects to the pt were reported as a result of the alleged malfunction.